Event description:
Caller reported experiencing cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support guided the caller through a pump reset, which resolved the error, and the caller successfully started their sensor session. The customer was advised to re-enter a code when the pump requested it and to call back if further issues arose.